Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer observed a loose connection on the 1 ml syringe for the alkaline wash on the architect c8000 analyzer. The syringed was tightened and the flow was checked. Quality controls and verifications were then verified and performed successfully. There was no reported impact to patient management or user safety.